Event description:
It was reported by service report that the foot end jack could not be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release rod; pump pedal assembly.